Manufacturer narrative:
Failure analysis on the returned user interface front bezel shows that the ui front (B)(6) was tested and no failures were identified.

Manufacturer narrative:
Visual inspection of the front bezel assembly (date code: 02/2014) revealed no evidence of damage or contamination. The customer returned ui front bezel was tested and no failures were identified.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported settings cannot be changed via the navigation ring or touch screen; the device was being set up on a new patient; the device was not used due to the setting input issues. The customer reported t here was no patient involvement.